Event description:
It was reported that during a radial harvesting procedure, the tissue pad came off. They could not find it. They irrigated the wound and looked through the drapes but could not find it. No x-ray was used to locate the tissue pad. Used another device to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.